Event description:
The user alleges three events where the inflation line detaches from the trascheostomy tube after an unspecified duration of use. All three alleged events involve the same pt and there has not been any pt compromise.